Manufacturer narrative:
Corrosion damage was noted through out the internal components of the device.

Event description:
The micro oscillating saw was sent in for service and smoke was also noted coming out of the device during performance testing. No adverse event was associated with the device.